Event description:
It was reported that prior to the start of a da Vinci-assisted surgical procedure, the customer contacted an Intuitive Surgical, Inc. (ISI) Technical Support Engineer (TSE) and reported that they had a non-recoverable 307 fault. The customer tried resetting the system, but the issue persisted. The TSE suggested reseating the blue fiber cable and performing a hard power cycle; however, the problem remained the same. The TSE informed the customer that the system was down. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An Intuitive Surgical, Inc. (ISI) Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported complaint. The FSE was able to reproduce the reported complaint and replaced the Video Slice (VSL). The system was tested and verified as ready for use.As of the date of this report, the VSL has not yet been received by ISI for evaluation.This report was impacted by the eMDR scheduled maintenance occurring July 22, 2026 ¿ July 27, 2026